Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for hdlc3 hdl-cholesterol plus 3rd generation (hdlc3) on a cobas 8000 c 702 module. The initial hdlc3 result from the primary tube was 0 mg/dl. The sample was repeated the same day from the same primary tube using a different reagent cassette with the same lot number and the result was 48 mg/dl. It is not clear which result was considered to be correct or if erroneous results were reported outside of the laboratory. This information was requested but has not been provided. There was no allegation that an adverse event occurred. The hdlc3 reagent lot number was 156809 with an expiration date of 03/31/2018. The customer¿s calibration and quality controls (qc) results were comparable to those from other dates. Nothing abnormal was observed. Measuring cells and lamps were last replaced on (B)(6) 2017. Weekly maintenance was last performed on (B)(6) 2017. A specific root cause was not identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
It was clarified that the result of 0 mg/dl was not believed to be correct and was not reported outside of the laboratory. The result of 48 mg/dl was believed to be correct and was reported outside of the laboratory. A field service engineer decontaminated and adjusted the sample and reagent probes. After these actions, no discrepant results were observed.